Manufacturer narrative:
Physio-control evaluated the customer¿s device and verified the reported issue. Physio replaced the system pcb assembly to resolve this issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Physio further evaluated the removed system pcb assembly and determined that the oscillator, designator y1 on the single board computer of the system pcb assembly was inoperative.

Event description:
The customer contacted physio-control to report that their device was unable to remain powered on when the device was turned on. In this state defibrillation therapy may not be available to a patient if needed. There was no patient use associated with this event.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device was unable to remain powered on when the device was turned on. In this state defibrillation therapy may not be available to a patient if needed. There was no patient use associated with this event.